Event description:
Litigation alleges pain, discomfort, multiple infections, and ruptured and failed devices. Update rec'd (B)(4) 2014- part/lot received. An unknown knee has been updated and all products have now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.